Event description:
Reporter alleged blood glucose measured 10 mg/dl back to back with a result of 154 mg/dl when testing was performed 8 minutes apart. Customer stated feeling no low glucose symptoms at the time and tested on a different meter obtaining 165 mg/dl which prompted him to perform a back to back test with the same meter. Customer indicated running quality control testing frequently, about every two months, and the last time performed the values were within an acceptable range. No actions were taken or treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.